Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer inserted an accuchek ii meter in the accuchek inform base unit and the customer saw smoke coming from the base unit. The customer was not sure from which part the smoke came and they noticed a burnt smell. They pulled out the power supply and brought the base unit and the meter directly to the lab. The customer did not notice if the base unit or meter was abnormally warm/hot. The customer did not see any abnormality on the base unit. There was not patient involvement and no injury occurred. The customer is sending the defective base unit along with the accuchek ii meter for further investigation.

Manufacturer narrative:
The evaluation of the device showed no abnormalities, no warming up or a burnt smell. The maximum measured temperature after 2 hours was 42,2 °c. The device meets specification. It was noted that the green led doesn´t light and the device runs without error. The complaint was not verified.